Event description:
A health care provider (hcp) reported that the bur was not locking and was getting heat prior to the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that the customer's complaint regarding bur not locking was confirmed. Unable to perform temperature test as bur was not locking. Visually, the handpiece was cosmetically not okay. The device failed hi-pot test. The nose cone and motor cable assembly was faulty. The nose bearing was corroded. The device was sterilized and cleaned. The nose cone and motor cable assembly were replaced including all corroded, rusted, damaged and all mandatory spare parts. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.